Event description:
Pt came in for treatment in 2002. Last seen 3 days prior for treatment with if e-stim. Intensity of e-stim needed to be increased for pt to feel treatment. Pt tolerated treatment without complaint but arrived back with burns on skin where electrodes were placed. Pt instructed by rn to use bacitracin topically and have skin monitored by caregiver. Pt to notify primary care md of condition does not improve. Equipment has been removed from svc pending evaluation by biomedical engineering.